Manufacturer narrative:
Block b3: exact date unknown, event occurred eight months prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 20014786. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 20014786. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) was no longer functioning as intended and the implantable pulse generator (ipg) would no longer fully charge. The patient underwent an scs replacement procedure.

Event description:
It was reported that the spinal cord stimulator (scs) was no longer functioning as intended and the implantable pulse generator (ipg) would no longer fully charge. The patient underwent an scs replacement procedure. Additional information was received that the leads were replaced to achieve better coverage of pain pattern. The patient was doing well postoperatively and the explanted devices were kept by the medical facility.